Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Medtronic rep reports pt's device over-discharged overnight and afterwards was not able to maintain a charge. The rr-sb shows the pt charged from 2.995 to 3.9 volts yesterday and today rr-sb shows that the battery was 3.410 and charged to 3.670 volts. Impedances were checked and all were okay. Pt was sent home to charge to full and the battery drained again in less than four hours. Ins explanted and replaced.